Manufacturer narrative:
6/27/97-supplemental report #1 submitted to FDA. The product was not returned too MFR for evaluation.

Event description:
During a CABG procedure, the suture broke. The surgeon used another product without pt injury.